Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: pump fails to power on. Unable to perform steps 4, 7-13, 21 and 22 due to no power to pump. Battery compartment is cracked along side of pump and below bumper pad. No damage to battery cap. Battery cap able to attach securely to pump. Corrosion observed in battery compartment. Pump leaks at battery compartment. Pump opened and no further evidence of moisture found. No damage found to power circuit. No power to pump due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.